Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2016: mayo clinic. (B)(6), md. Operative report [missing first page of operative note]. ¿¿the table and used two 6-0 prolene in a running fashion to create an end-to-side anastomosis between the donor portal vein and the recipient inferior vena cava. We then placed a vascular clamp on the common iliac artery and made an anterior arteriotomy including the prior anastomosis. We excised all of this and used a running 5-0 prolene to make an anastomosis between the donor y graft and the recipient common iliac. We then removed the vascular clamps on the vein and artery sequentially. There was good reperfusion of the kidney from head to tail. We obtained hemostasis using a combination of bovie cautery with a 3-0 silk pop-off and a 6-0 prolene. We then spent some time and brought a loop of small-bowel down to the head of the pancreas, the pancreas was placed head up, and then we proceeded with our duodenal to likely ileum anastomosis. We did a posterior row of interrupted 3-0 silks, then made an enterotomy in both the donor duodenum and the recipient small-bowel. We ran two 3-0 pds in a locking fashion in the interior layer and then another outer layer of 3-0 interrupted silks. We then irrigated copiously with antibiotic irrigation with amphotericin, placed the pancreas in appropriate position, took down some adhesions, confirmed the placement of the ng-tube in the right place, and then closed the fascia using looped pds. Of note, the patient had what felt to be a hernia at his prior midline incision, so we spent some extra time reinforcing this and fixing this primarily. Prior to completion of the closure, we did place right-sided and left sided 19 round drains, the right along the pancreas, the left along the kidney, and then completed by closing the skin with staples. We had planned on continuing the patient on a low dose of IV heparin, around 500 ml an hour as he had prior clotting of his pancreas. Cold ischemia time was exactly 6 hours. First anastomosis was done at 2306 and reperfusion was at 2336.¿ description of procedure: indication for procedure: patient is very pleasant 49-year-old gentleman who had undergone an initial kidney-pancreas transplantation procedure in 2005 and then underwent a pancreas-alone transplant in 2014 but lost that second pancreas transplant on postoperative day # 1 due to splenic vein thrombosis necessitating an allograft pancreatectomy. He currently has no pancreatic allograft in place. He recovered from that unfortunate event in 2014 quite well and was placed back on the pancreas transplant waiting list. An appropriate organ became available for him. He as informed of the risks and benefits of the procedure at length. He agreed to accept these risks and proceed with the operation as outlined below. [Did not include ¿back table procedure¿ operative note ]. On (B)(6) 2016: mayo clinic in arizona. (B)(6), md. Emergency note. Underwent a deceased donor pancreas transplant february 15th. Three days ago, patient coughed and he developed progressive lower abdominal wall bruising and swelling under the healed midline lower abdominal surgical wound. Has had prior abdominal wall herniorrhaphy as well done at the time of his most recent pancreas transplant. Exam: on abdominal exam healed midline lower abdominal wall surgical wound. The wound is non-dehisced but underneath the wound and around the wound patient has fairly extensive subacute bruising. No palpable, pulsatile mass, and only mild tenderness over the bruised area, and no peritoneal signs. Contact the transplant surgery team for their guidance . On (B)(6) 2016: mayo clinic. (B)(6), md. Radiology-CT abdomen/pelvis. Indications: abdominal wall hematoma. Impressions: recurrent ventral hernia. Only small left rectus muscle hematoma. Clinical information: abdominal wall hematoma. Recent ventral hernia repair. Findings: new broad-based small bowel containing periumbilical ventral hernia; nothing for small bowel obstruction. New 1.5 cm in maximal axial dimension (series 3, image 77) attenuation fluid collection in left rectus muscle immediately to left of this. New 3.7 cm in axial dimension (series 3 image 90) area of low attenuation fluid in subcutaneous adipose of infraumbilical anterior abdominal wall at midline; this is probably free intraperitoneal fluid that is tracking through the new fascial defect. Small amount of free intraperitoneal fluid unchanged. Large amount of colonic stool. Small containing left inguinal hernia. Fluid in distal esophagus consistent with reflux and/or ineffectual peristalsis . On (B)(6) 2016: mayo clinic in arizona. (B)(6), p.a.c. Emergency note/transplant surgery abdominal consult. Reason for consultation: hernia after pancreas transplant. He was having some postnasal drip and some nosebleeds with his anticoagulation. Had coughing episode three days ago and developed progressive lower abdominal wall bruising and swelling under the midline incision. Describes some mild discomfort as well as bruising but no acute pain. Current medications: cellcept, prograf, valcyte [immunosuppressant], aspirin, prednisone, warfarin. Past medical history: type 1 diabetes at the age of 3 months. End stage kidney disease transplant november 2005 complicated by early or mild acute rejection of the kidney. History of dka [diabetic ketoacidosis] associated with allograft failure in 2009 with resuming insulin. Pancreas after kidney transplant 04/14/14, with graft thrombosis and allograft pancreatectomy 04/15/14. Appendectomy with pancreatectomy of the original pancreas transplant 04/14/14. Pancreas after kidney transplant 02/15/16. Anticoagulation secondary to prior history of clotting of prior pancreas transplant with plans for 4 months anticoagulation post-transplant. Exam: abdomen: mildly tender at the inferior aspect of the midline incision. Diffuse ecchymosis on right lower and left lower quadrant. Impression/plan: likely postoperative ventral hernia, status post pancreas after kidney transplant february 2016. CT results showing a recurrent ventral hernia and only a small left rectus muscle hematoma. Hematoma measure 1.5 cm maximal axial dimension. New 3.5 cm in maximal axial dimension area of low attenuation fluid and subcutaneous adipose of infraumbilical and anterior wall at the midline, probably free intraperitoneal fluid that is tracking through the new fascial defect. Also has a small fat containing left inguinal hernia . On (B)(6) 2016: [date assigned]. Mayo clinic. (B)(6), md. Office visit. Exam: abdomen: visible bulge below the umbilicus approximately 4 cm in craniocaudal dimension. Healed midline incisions. Impression and plan: history of multiple pancreas transplants and history of kidney transplant, now with recurrent ventral incisional hernia. Discussed risks, benefits, and alternatives of performing laparoscopic ventral hernia repair with mesh. He is currently planning to remain on coumadin up until 1 week prior to his scheduled pancreas biopsy on june 16th. At that time he has been told that the coumadin will be discontinued. Will plan to perform the ventral hernia repair on june 23rd after the patient completed his biopsy and is off coumadin . On (B)(6) 2016: mayo clinic. (B)(6), md. Discharge summary. Principal diagnosis: ventral hernia. Underwent laparoscopic ventral hernia repair with mesh. Tolerated procedure well. He was started on his home aspirin and immunosuppressive medication, including cellcept, prograf, and prednisone. Discharge activity: no restrictions . On (B)(6) 2016: mayo clinic. (B)(6), md. Office visit. Postoperative visit. History of kidney/pancreas transplants who is now status post laparoscopic ventral hernia repair with a 28 x 20 cm gore ptff dualmesh. Postoperatively the patient is doing well. Small amount of abdominal discomfort. Surgical incisions are healing. Well approximated without any surrounding erythema, edema or drainage. He has a little protuberance to his abdomen, probably a small seroma there; however, this will absorb in time and overall looks good without any recurrence of his hernia . On (B)(6) 2017: mayo clinic. (B)(6), pa-c. Office visit. One year follow up status post pancreas alone transplant on (B)(6) 2016. History: surgical repair of large incisional hernia, june 2016. Continues to notice abdominal protuberance and bloating which has been present since his hernia repair last august. Current medications: prograf, cellcept prednisone, aspirin . [Missing records: records for ¿repair of large incisional hernia in june 2016¿ were not provided.] On (B)(6) 2017: mayo clinic. (B)(6), md. Office visit. Status post previous ventral incisional hernia repair with mesh. Has noticed increased bulging along midline, concerned about possible recurrent hernia. On exam, abdomen is soft, does have soft area in periumbilical region. Impression/ plan: CT scan performed today. Seroma anterior to mesh. No evidence of recurrent incisional hernia. Discussed ultrasound guided drainage of seroma. We have discussed that this possible could return hopefully in a smaller fashion, he has been reassured there is no bowel within the hernia defect and no recurrent hernia. We will set him up for ultrasound aspiration . On (B)(6) 2017: mayo clinic. (B)(6), md. Office visit. Status post laparoscopic ventral incisional hernia repair approximately a year ago. Did have known seroma, aspirated once. Noticed small, bulge of skin lower abdomen just to right of incision. On exam, abdomen soft. Does have palpable seroma right lower quadrant. Feels to have small area of subcutaneous fluid which is easily reducible. I do not think a recurrent hernia, but certainly has recurrent seroma. Impression/plan: discussed aspiration of seroma versus continued observation. He would like to continue observation, but will contact us should he have any changes in skin over the area or concerns . On (B)(6) 2017: mayo clinic. (B)(6), md. Office visit. Presents today for regular followup visit. Main issue currently being addressed is ascites, which was noted after hernia repair surgery. Scheduled to see hepatology today for further assessment and evaluation . On (B)(6) 2017: mayo clinic. (B)(6), md. Hepatology consult. Evaluation of ascites versus seroma. The patient underwent in august 2016 laparoscopic ventral hernia repair with mesh placement. Shortly after that, he started to develop retention of abdominal fluid. This has progressed. Patient states about 1 week after the ventral hernia repair he started to experience a bulging sensation in the lower abdomen. During the last month, the fluid in his abdomen has been progressively accumulating. Ultrasound was performed and showed a 9.7 cm fluid collection superior and anterior to the abdominal mesh, and 250 ml were aspirated and seemed more consistent with a seroma. Of note, CT of the abdomen had been performed 1 month prior which showed a presumed seroma superficial to the mesh but also mild increased free intraperitoneal fluid. Two months ago, the patient actually performed himself a paracentesis with one of the needles that he used to inject insulin prior. He placed it on the fluid collection and was able to drain it. He states that this was for symptomatic purpose, as he was feeling increased bulging sensation in his abdomen. He does not recall how much he drained. About 2 weeks ago, he went for a followup with his nephrologist in tucson, dr. (B)(6). He ordered a CT of the abdomen which showed new onset of ascites. A paracentesis of 300 ml was performed for diagnostic purposes. Unfortunately we do not have those results. Exam: abdomen: distended. No hepatosplenomegaly. I could not perceive shifting dullness. Abdominal fluid started right after ventral hernia repair with mesh. During the last 8 months, abdominal fluid has increased in amount with possible ascites. Normal liver synthetic function. On reviewing his prior images, there does not seem to be any portal hypertension or liver cirrhosis. However, did have a ventral hernia mesh seroma with some mild possible free intraperitoneal fluid. We would like to pursue a CT of the abdomen to compare it to prior CT which showed the seroma. In addition, we would like to order doppler ultrasound to evaluate vasculature to rule out thrombosis causing ascites. Depending on findings, we will pursue with a diagnostic paracentesis . On (B)(6) 2017: mayo clinic. (B)(6), md. Radiology-CT abdomen/pelvis. Moderate amount of free intraperitoneal fluid increased. No enlarged lymph nodes on these unenhanced images. Extensive calcified aortoiliac plaque. Moderate to large amount of colonic stool. Small fat-containing left inguinal hernia. Circumferential distal esophageal thickening unchanged. Bilateral sacroiliac joint degenerative changes. Impressions: the amount of fluid anterior to the mesh is grossly stable from 05/11/17. Circumferential distal esophageal thickening. This may be reflux related but further evaluation with endoscopy is recommended if this is been performed recently elsewhere . On (B)(6) 2017: mayo clinic. (B)(6), md. Hepatology visit. Followup recent consultation for accumulation of intraabdominal fluid. He presented for consultation for consideration of possible intraabdominal ascites. He had undergone a ventral hernia repair and shortly thereafter experienced progressive accumulation of abdominal fluid, where upon he went to see dr. (B)(6) and there was evidence of a seroma attached to the abdominal mesh repair. However, otherwise free fluid in the abdomen. Unfortunately, a prior paracentesis performed in tucson could not be reviewed by us. This morning underwent a CT of the abdomen and pelvis, which demonstrated a stable fluid collection of 9.1 cm in diameter near the ventral hernia repair. Also noted as a moderate amount of free intraperitoneal fluid. Also incidentally noted circumferential distal esophageal thickening, which was felt to be related to reflux. Overall he feels that his abdominal distention is progressively steadily since the time of his last visit. Painful pressure sensation in the abdomen, which is particularly worsened after he eats. Abdomen is distended and firm to palpation. The anterior portion of the abdomen is notable for a surgical scar at the site of hernia repair and there are several palpable portions of the hernia mesh anteriorly . On (B)(6) 2017: mayo clinic. (B)(6), md. Ultrasound guided paracentesis. Impression: successful sonographically guided paracentesis. Findings/techniques: risks, benefits, and alternatives to ultrasound-guided paracentesis were discussed with the patient who consented to proceed. The patient understood risks including bleeding, pain and infection. Sterile technique, local anesthesia and ultrasound guidance were used to place a 5 french catheter into the largest collection of fluid in the right flank. Approximately 900 ml of straw colored fluid were removed. No immediate complications . On (B)(6) 2018: mayo clinic. (B)(6), md, (B)(6), md. Ultrasound guided needle biopsy. Indications: other specified complications of surgical and medi [sic]; mesh seroma, drain fluid above mesh if applicable; site: abdominal wall seroma. Impression: ultrasound-guided drainage of subcutaneous abdominal wall fluid collection. Comparison: none. Findings: risks, benefits, and alternatives to procedure of ultrasound-guided drainage of subcutaneous abdominal fluid collection were discussed with the patient who consented to proceed. Sterile technique, local anesthesia and ultrasound guidance were used to place a 5-french catheter into the largest fluid collection located just right of midline at the umbilicus. Approximately 1250 l of light yellow fluid were removed. No immediate complications. Dr. (B)(6) was present for the critical portion of the case . On (B)(6) 2018: mayo clinic. (B)(6), md. Office visit. Chief complaint: recurrent abdominal fluid and seroma. Underwent a laparoscopic ventral incisional hernia in august of 2016. Had a subsequent seroma, which was aspirated without difficulty. He then had his seroma drained again in tucson and had some sort of draining wound, though it is difficult to ascertain from him what caused this. He also admits draining fluid himself with a needle at home. He subsequently presents with recurrent fluid around his mesh, but also has a significant amount of intraabdominal ascites. He was seen by hepatology and they did not think this was definitely a liver issue. He has not had any ongoing draining wounds over the past 2 to 3 months. The patient¿s abdomen is soft. Definitely has some intraabdominal fluid. Impression/report/plan: I have discussed with him risks, benefits, alternatives to removal of his permanent abdominal mesh, drainage of seroma, primary closure of his abdominal wall versus placement of an absorbable mesh if we cannot close him primarily . On (B)(6) 2018: mayo clinic. (B)(6), md. Office visit. Reason for consultation: current ascites and seroma. History of diabetes mellitus type 1 and multiple abdominal surgeries in the past including 3 pancreas transplants. Patient had developed incisional ventral hernia at the midline and underwent a laparoscopic ventral hernia repair with 28 x 20 cm gore ptfe dualmesh by dr. (B)(6) on (B)(6) 2016. The patient did well initially and was discharged home postoperative day 1 without any concern. Unfortunately the patient developed postoperative seroma anterior to the mesh as diagnosed with a CT of the abdomen and pelvis on 05/11/17. He subsequently underwent an aspiration on 06/01/17, totaling 250 ml of aspirate. The patient was seen in postop at that time on 08/01/17, and had another seroma but the patient did not want instrumentation at that time. Since then, it sounds like the patient has had multiple aspirations including one by his physician in tucson, during which a drain was placed. He also had reports of aspirating this on his own at home. On 11/01/17 the patient had another CT of the abdomen and pelvis performed here at mayo, which demonstrated at this point a stable fluid collection anterior to the mesh compared to previous. He also was noted to have ascites and therefore an ultrasound-guided paracentesis was performed during which 900 ml of fluid was removed. This fluid demonstrated high saag [serum-ascites albumin gradient or gap] and cytology was done which was negative for malignancy. Given the amount of ascites, he underwent a transcatheter liver biopsy on 11/20/17, which demonstrated normal parenchyma without any significant diagnostic abnormality. The portosystemic gradient measured at the time was 1. Most recently at least here at mayo, he underwent an ultrasound-guided drainage of his seroma on january 30 of this year during which 1250 ml of light yellow fluid was removed. Patient called back reporting that he has had recurrence of seroma that does not seem to abate despite his paracentesis as well as his seroma aspiration. He reports that this has been increasingly uncomfortable and would like this addressed. Patient does have some degree of distention with obvious abdominal ascites. There is no evidence of infection. He does have areas of hernia where it appears to be at the edge of his previous mesh where it is fluid-filled. Impression and plan: persistent abdominal ascites and seroma related to his recent ventral hernia repair with mesh. We have discussed with the patient in light of all of this, the increased seroma fluid may be reactionary from the mesh itself. Appears to be no other cause for ascites. We did discuss the risks, benefits, and alternatives of proceeding with surgery tomorrow, which an open mesh explantation with a primary repair of his ventral hernia . On (B)(6) 2018: [date assigned]. Mayo clinic. Implant record. Bioa tissue reinforcement 20 x 20 cm (fs2020)- sims 1099725- implanted. Serial number: (B)(6) . Manufacturer: gore. Implant ID: 2297313. Implants (continued) as of 07/16/2018. Status: implanted . The records confirm a gore® bio-a® tissue reinforcement (fs2020/ (B)(6) was implanted during the procedure. On (B)(6) 2018: (B)(6) hospital in arizona. (B)(6), md. Pathology report. Interpretation: final diagnosis: a. Removal, synthetic material. Synthetic material, consistent with abdominal mesh (gross exam). Gross description: received fresh labeled ¿kelley, david¿ and ¿old abdominal mesh¿ are multiple pieces of synthetic material with attached surgical staples. The specimen is reviewed with dr. (B)(6). No sections are submitted. Clinical information: ventral hernia. Specimen source: a. Old abdominal mesh . 07/08/18: mayo clinic. Kristi harold, md. Discharge summary. Principal diagnosis: #1 large seroma status post previous laparoscopic ventral hernia repair. Hospital course: explantation of previously placed mesh with a subsequent retrorectus repair using a 20 x 12 cm gore bio-a mesh and placement of j-p drains. Discharged home with drains in place will follow up early next week. Medications: heparin, prednisone, prograf and tacrolimus . On (B)(6) 2018: mayo clinic. Christine manias, md. Radiology-magnetic resonance abdomen. Impression: moderate to large volume abdominal ascites. Findings: moderate ascites, unchanged compared to be 01/20/17. Moderate ascites, not significantly changed compared to 11/01/17 . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span february 15, 2016 through november 6, 2020 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: 1966: type 1 diabetes at the age of 3 months. (B)(6) 2005: diabetes nephropathy with end stage renal disease on peritoneal dialysis. 2010: diabetic ketoacidosis with pancreatic allograft failure. (B)(6) 2016: abdominal wall hematoma. Recurrent ventral hernia. (B)(6) 2016: primary grade 1 cell-mediated rejection of pancreas. Lifelong prednisone. (B)(6) 2017: fluid collection superior and anterior to abdominal mesh, 250 ml aspirated and seemed consistent with a seroma. (B)(6) 2017: small fat-containing left inguinal hernia. (B)(6) 2018: recurrent abdominal fluid and seroma. Surgical procedures: (B)(6) 2005: ¿pancreas surgery.¿ (B)(6) 2005: kidney and pancreas transplant. (B)(6) 2014: exploratory laparotomy and allograft pancreatectomy. Venous thrombosis of previous pancreatic allograft. Appendectomy. (B)(6) 2016: pancreas allograft transplant. (B)(6) 2016: laparoscopic ventral incisional hernia repair with 28-cm x 20-cm gore polytetrafluoroethylene dualmesh. Adhesions of omentum taken down. Previous midline incision. Implant #1. Gore® dualmesh® biomaterial. (B)(6) 2017: ultrasound guided paracentesis, 900 ml straw colored fluid removed. (B)(6) 2018: ultrasound guided needle biopsy of abdominal wall seroma. Approximately 1250 ml of light-yellow fluid removed. (B)(6) 2018: exploratory laparotomy, removal of previous polytetrafluoroethylene mesh, retrorectus ventral incisional hernia repair with placement of a 20-cm x 12-cm gore bio-a absorbable mesh. Implant #2: gore® bio-a® tissue reinforcement. Relevant medical information: (B)(6) 2016: operative report: deceased donor pancreas transplant. Indication for procedure: patient is very pleasant 49-year-old gentleman who had undergone an initial kidney-pancreas transplantation procedure in 2005 and then underwent a pancreas-alone transplant in 2014 but lost that second pancreas transplant on postoperative day # 1 due to splenic vein thrombosis necessitating an allograft pancreatectomy. He currently has no pancreatic allograft in place. He recovered from that unfortunate event in 2014 quite well and was placed back on the pancreas transplant waiting list. An appropriate organ became available for him. He as informed of the risks and benefits of the procedure at length. He agreed to accept these risks and proceed with the operation as outlined below.¿ [missing first page of operative note]. ¿¿the table and used two 6-0 prolene in a running fashion to create an end-to-side anastomosis between the donor portal vein and the recipient inferior vena cava. We then placed a vascular clamp on the common iliac artery and made an anterior arteriotomy including the prior anastomosis. We excised all of this and used a running 5-0 prolene to make an anastomosis between the donor y graft and the recipient common iliac. We then removed the vascular clamps on the vein and artery sequentially. There was good reperfusion of the kidney from head to tail. We obtained hemostasis using a combination of bovie cautery with a 3-0 silk pop-off and a 6-0 prolene. We then spent some time and brought a loop of small-bowel down to the head of the pancreas, the pancreas was placed head up, and then we proceeded with our duodenal to likely ileum anastomosis. We did a posterior row of interrupted 3-0 silks, then made an enterotomy in both the donor duodenum and the recipient small-bowel. We ran two 3-0 pds in a locking fashion in the interior layer and then another outer layer of 3-0 interrupted silks. We then irrigated copiously with antibiotic irrigation with amphotericin, placed the pancreas in appropriate position, took down some adhesions, confirmed the placement of the ng-tube in the right place, and then closed the fascia using looped pds. Of note, the patient had what felt to be a hernia at his prior midline incision, so we spent some extra time reinforcing this and fixing this primarily. Prior to completion of the closure, we did place right-sided and left sided 19 round drains, the right along the pancreas, the left along the kidney, and then completed by closing the skin with staples. We had planned on continuing the patient on a low dose of IV heparin, around 500 ml an hour as he had prior clotting of his pancreas. Cold ischemia time was exactly 6 hours. First anastomosis was done at 2306 and reperfusion was at 2336.¿ [did not include ¿back table procedure¿ operative note]. (B)(6) 2016: emergency visit: ¿underwent a deceased donor pancreas transplant (B)(6) 15th. Three days ago, patient coughed and he developed progressive lower abdominal wall bruising and swelling under the healed midline lower abdominal surgical wound. Has had prior abdominal wall herniorrhaphy as well done at the time of his most recent pancreas transplant. Exam: on abdominal exam healed midline lower abdominal wall surgical wound. The wound is non-dehisced but underneath the wound and around the wound patient has fairly extensive subacute bruising. No palpable, pulsatile mass, and only mild tenderness over the bruised area, and no peritoneal signs.¿ (B)(6) 2016: CT abdomen/pelvis [a/p]: ¿indications: abdominal wall hematoma. Impressions: recurrent ventral hernia. Only small left rectus muscle hematoma. Clinical information: abdominal wall hematoma. Recent ventral hernia repair. Findings: new broad-based small bowel containing periumbilical ventral hernia; nothing for small bowel obstruction. New 1.5 cm in maximal axial dimension (series 3, image 77) attenuation fluid collection in left rectus muscle immediately to left of this. New 3.7 cm in axial dimension (series 3 image 90) area of low attenuation fluid in subcutaneous adipose of infraumbilical anterior abdominal wall at midline; this is probably free intraperitoneal fluid that is tracking through the new fascial defect. Small amount of free intraperitoneal fluid unchanged. Large amount of colonic stool. Small containing left inguinal hernia. Fluid in distal esophagus consistent with reflux and/or ineffectual peristalsis.¿ (B)(6) 2016: emergency visit/transplant surgery consult: ¿reason for consultation: hernia after pancreas transplant. He was having some postnasal drip and some nosebleeds with his anticoagulation. Had coughing episode three days ago and developed progressive lower abdominal wall bruising and swelling under the midline incision. Describes some mild discomfort as well as bruising but no acute pain.¿ ¿exam: abdomen: mildly tender at the inferior aspect of the midline incision. Diffuse ecchymosis on right lower and left lower quadrant. Impression/plan: likely postoperative ventral hernia, status post pancreas after kidney transplant (B)(6) 2016. CT results showing a recurrent ventral hernia and only a small left rectus muscle hematoma. Hematoma measure 1.5 cm maximal axial dimension. New 3.5 cm in maximal axial dimension area of low attenuation fluid and subcutaneous adipose of infraumbilical and anterior wall at the midline, probably free intraperitoneal fluid that is tracking through the new fascial defect. Also has a small fat containing left inguinal hernia.¿ implant #1 preoperative complaints: (B)(6) 2016: ¿visible bulge below the umbilicus approximately 4 cm in craniocaudal dimension. Healed midline incisions. Impression and plan: history of multiple pancreas transplants and history of kidney transplant, now with recurrent ventral incisional hernia.¿ ¿will plan to perform the ventral hernia repair on (B)(6) after the patient completed his biopsy and is off coumadin.¿ (B)(6) 2016: ¿the patient presented with a history of previous midline incisions. He developed a large ventral incisional hernia. The risks, benefits, and alternatives to laparoscopic repair with mesh were discussed with the patient in detail. He agreed to proceed with the planned operation.¿ implant #1 procedure: laparoscopic ventral incisional hernia repair with 28-cm x 20-cm gore polytetrafluoroethylene dualmesh. [Implant #1. Gore® dualmesh® biomaterial (B)(6)/1dlmc07, 20cm x 30cm x 1mm] implant #1 date: (B)(6) 2016 [hospitalized (B)(6) 2016]. Description of hernia being treated: ¿a veress needle was used to insufflate the abdomen under the left costal margin. The 5-mm optiview trocar was used to enter the abdominal cavity. Two additional left lateral 5-mm trocars were placed. The patient had a few adhesions of omentum that were taken down from the anterior wall. We then used spinal needles and an intra-abdominal ruler to measure the extent of the defect, which was 18 cm vertically, 10 cm horizontally.¿ implant size and fixation: ¿a 28-cm x 20-cm gore ptfe dualmesh was fashioned with 0 gore-tex suture on each of the four sides and the mesh was brought into the abdominal cavity through a 12-mm midline trocar. The mesh was unrolled, intra-abdominal grasper used to measure a 5-cm overlap in all directions from the fascial defect. Sutures brought up through the anterior abdominal wall. The mesh was then tacked circumferentially using spiral tacks. Care was taken to avoid the patient¿s kidney and pancreas transplanted organs. Additional transabdominal fixation sutures were then placed every 4-6 cm circumferentially around the mesh. All trocars were removed under direct visualization, with no evidence of bleeding from trocar sites. Sponge and needle counts were correct. The skin infiltrated with 20 ml of dilute exparel long-acting bupivacaine, the skin closed with 4-0 monocryl suture, sterile dressings applied.¿ (B)(6) 2016: discharge summary. ¿principal diagnosis: ventral hernia. Underwent laparoscopic ventral hernia repair with mesh. Tolerated procedure well. He was started on his home aspirin and immunosuppressive medication, including cellcept, prograf, and prednisone. Discharge activity: no restrictions.¿ relevant medical information: (B)(6) 2016: "postoperatively the patient is doing well. Small amount of abdominal discomfort. Surgical incisions are healing. Well approximated without any surrounding erythema, edema or drainage. He has a little protuberance to his abdomen, probably a small seroma there; however, this will absorb in time and overall looks good without any recurrence of his hernia.¿ (B)(6) 2017: ¿history: surgical repair of large incisional hernia, (B)(6) 2016 [sic]. Continues to notice abdominal protuberance and bloating which has been present since his hernia repair last (B)(6).¿ (B)(6) 2017: ¿status post previous ventral incisional hernia repair with mesh. Has noticed increased bulging along midline, concerned about possible recurrent hernia. On exam, abdomen is soft, does have soft area in periumbilical region. Impression/ plan: CT scan performed today. Seroma anterior to mesh. No evidence of recurrent incisional hernia. Discussed ultrasound guided drainage of seroma. We have discussed that this possible could return hopefully in a smaller fashion, he has been reassured there is no bowel within the hernia defect and no recurrent hernia. We will set him up for ultrasound aspiration.¿ (B)(6) 2017: ¿did have known seroma, aspirated once. Noticed small, bulge of skin lower abdomen just to right of incision. On exam, abdomen soft. Does have palpable seroma right lower quadrant. Feels to have small area of subcutaneous fluid which is easily reducible. I do not think a recurrent hernia, but certainly has recurrent seroma. Impression/plan: discussed aspiration of seroma versus continued observation. He would like to continue observation, but will contact us should he have any changes in skin over the area or concerns.¿ (B)(6) 2017: ¿presents today for regular follow up visit. Main issue currently being addressed is ascites, which was noted after hernia repair surgery. Scheduled to see hepatology today for further assessment and evaluation.¿ (B)(6) 2017: ¿evaluation of ascites versus seroma. The patient underwent in (B)(6)2016 laparoscopic ventral hernia repair with mesh placement. Shortly after that, he started to develop retention of abdominal fluid. This has progressed. Patient states about 1 week after the ventral hernia repair he started to experience a bulging sensation in the lower abdomen. During the last month, the fluid in his abdomen has been progressively accumulating. Ultrasound was performed and showed a 9.7 cm fluid collection superior and anterior to the abdominal mesh, and 250 ml were aspirated and seemed more consistent with a seroma. Of note, CT of the abdomen had been performed 1 month prior which showed a presumed seroma superficial to the mesh but also mild increased free intraperitoneal fluid. Two months ago, the patient actually performed himself a paracentesis with one of the needles that he used to inject insulin prior. He placed it on the fluid collection and was able to drain it. He states that this was for symptomatic purpose, as he was feeling increased bulging sensation in his abdomen. He does not recall how much he drained. About 2 weeks ago, he went for a followup with his nephrologist in (B)(6), dr. (B)(6). He ordered a CT of the abdomen which showed new onset of ascites. A paracentesis of 300 ml was performed for diagnostic purposes. Unfortunately, we do not have those results. Exam: abdomen: distended. No hepatosplenomegaly. I could not perceive shifting dullness. Abdominal fluid started right after ventral hernia repair with mesh. During the last 8 months, abdominal fluid has increased in amount with possible ascites. Normal liver synthetic function. On reviewing his prior images, there does not seem to be any portal hypertension or liver cirrhosis. However, did have a ventral hernia mesh seroma with some mild possible free intraperitoneal fluid. We would like to pursue a CT of the abdomen to compare it to prior CT which showed the seroma. In addition, we would like to order doppler ultrasound to evaluate vasculature to rule out thrombosis causing ascites. Depending on findings, we will pursue with a diagnostic paracentesis.¿ (B)(6) 2017: CT a/p: ¿impressions: the amount of fluid anterior to the mesh is grossly stable from (B)(6) 2017.¿ (B)(6) 2017: ¿follow up recent consultation for accumulation of intraabdominal fluid. He presented for consultation for consideration of possible intraabdominal ascites. He had undergone a ventral hernia repair and shortly thereafter experienced progressive accumulation of abdominal fluid, where upon he went to see dr.(B)(6). And there was evidence of a seroma attached to the abdominal mesh repair. However, otherwise free fluid in the abdomen. Unfortunately, a prior paracentesis performed in (B)(6) could not be reviewed by us. This morning underwent a CT of the abdomen and pelvis, which demonstrated a stable fluid collection of 9.1 cm in diameter near the ventral hernia repair. Also noted as a moderate amount of free intraperitoneal fluid. Also incidentally noted circumferential distal esophageal thickening, which was felt to be related to reflux. Overall he feels that his abdominal distention is progressively steadily since the time of his last visit. Painful pressure sensation in the abdomen, which is particularly worsened after he eats. Abdomen is distended and firm to palpation. The anterior portion of the abdomen is notable for a surgical scar at the site of hernia repair and there are several palpable portions of the hernia mesh anteriorly.¿ (B)(6) 2017: ultrasound guided paracentesis. ¿approximately 900 ml of straw-colored fluid were [sic] removed. No immediate complications.¿ (B)(6) 2018: ultrasound guided needle biopsy. ¿approximately 1250 l of light-yellow fluid were [sic] removed.¿ ¿ (B)(6) 2018: ¿chief complaint: recurrent abdominal fluid and seroma. Underwent a laparoscopic ventral incisional hernia in (B)(6) of 2016. Had a subsequent seroma, which was aspirated without difficulty. He then had his seroma drained again in (B)(6) and had some sort of draining wound, though it is difficult to ascertain from him what caused this. He also admits draining fluid himself with a needle at home. He subsequently presents with recurrent fluid around his mesh, but also has a significant amount of intraabdominal ascites. He was seen by hepatology and they did not think this was definitely a liver issue. He has not had any ongoing draining wounds over the past 2 to 3 months. The patient¿s abdomen is soft. Definitely has some intraabdominal fluid. Impression/report/plan: I have discussed with him risks, benefits, alternatives to removal of his permanent abdominal mesh, drainage of seroma, primary closure of his abdominal wall versus placement of an absorbable mesh if we cannot close him primarily.¿ implant #2/explant #1 preoperative complaints: (B)(6) 2018: "reason for consultation: current ascites and seroma. History of diabetes mellitus type 1 and multiple abdominal surgeries in the past including 3 pancreas transplants. Patient had developed incisional ventral hernia at the midline and underwent a laparoscopic ventral hernia repair with 28 x 20 cm gore ptfe dualmesh by dr. (B)(6) in 2016. The patient did well initially and was discharged home postoperative day 1 without any concern. Unfortunately the patient developed postoperative seroma anterior to the mesh as diagnosed with a CT of the abdomen and pelvis on (B)(6) 2017. He subsequently underwent an aspiration on (B)(6) 2017, totaling 250 ml of aspirate. The patient was seen in postop at that time on (B)(6) 2017, and had another seroma but the patient did not want instrumentation at that time. Since then, it sounds like the patient has had multiple aspirations including one by his physician in (B)(6), during which a drain was placed. He also had reports of aspirating this on his own at home. On (B)(6) 2017 the patient had another CT of the abdomen and pelvis performed here at (B)(6), which demonstrated at this point a stable fluid collection anterior to the mesh compared to previous. He also was noted to have ascites and therefore an ultrasound-guided paracentesis was performed during which 900 ml of fluid was removed. This fluid demonstrated high saag [serum-ascites albumin gradient or gap] and cytology was done which was negative for malignancy. Given the amount of ascites, he underwent a transcatheter liver biopsy on (B)(6) 2017, which demonstrated normal parenchyma without any significant diagnostic abnormality. The portosystemic gradient measured at the time was 1. Most recently at least here at mayo, he underwent an ultrasound-guided drainage of his seroma on (B)(6) of this year during which 1250 ml of light-yellow fluid was removed. Patient called back reporting that he has had recurrence of seroma that does not seem to abate despite his paracentesis as well as his seroma aspiration. He reports that this has been increasingly uncomfortable and would like this addressed. Patient does have some degree of distention with obvious abdominal ascites. There is no evidence of infection. He does have areas of hernia where it appears to be at the edge of his previous mesh where it is fluid-filled. Impression and plan: persistent abdominal ascites and seroma related to his recent ventral hernia repair with mesh. We have discussed with the patient in light of all of this, the increased seroma fluid may be reactionary from the mesh itself. Appears to be no other cause for ascites. We did discuss the risks, benefits, and alternatives of proceeding with surgery tomorrow, which an open mesh explantation with a primary repair of his ventral hernia.¿ (B)(6) 2018: ¿preop indication: chronic abdominal wall seroma. Status post previous laparoscopic ventral incisional hernia repair with mesh. Pre/postop diagnosis: chronic abdominal wall seroma. Status post previous laparoscopic ventral incisional hernia repair with mesh.¿ ¿patient presented with a history of a previous laparoscopic ventral incisional hernia repair with ptfe mesh. He had developed a chronic seroma both anterior and posterior to his mesh and despite drainage, this continued to reoccur. Risks, benefits, alternatives to exploratory laparotomy, removal of the ptfe mesh, and ventral hernia repair with possible mesh placement were discussed with the patient in detail. He agreed to proceed with planned operation.¿ implant #2/explant #1: exploratory laparotomy, removal of previous polytetrafluoroethylene mesh, retrorectus ventral hernia repair with placement of a 20-cm x 12-cm gore bio-a absorbable mesh. [Implant #2: gore® bio-a® tissue reinforcement (B)(6) /fs2020] implant #2/explant #1 date: (B)(6) 2018 [hospitalization (B)(6) 2018] description of procedure: ¿patient was brought operating suite, placed in supine position under general anesthesia, prepped and draped in usual sterile fashion after foley catheter was placed. His previous midline incision was opened. We countered [sic] serous fluid with no obvious evidence of infection around the previous ptfe mesh. This was removed in its entirety along with the titanium tacks that were holding it. At this point, we created a retrorectus plane bilaterally. This allowed us to then close the posterior rectus sheath with a running looped pds suture. A 12- x 20 -cm gore bio-a absorbable polymer mesh was placed into the rectrorectus space and secured through the anterior fascia with u stitches of 0 pds. The anterior rectus fascia was then closed again with a running looped pds suture. Subcutaneous tissues irrigated copiously. Two 19 round drains placed in the subcutaneous space. Skin closed with interrupted 3-0 vicryl suture and skin staples.¿ pathology report: ¿final diagnosis: a. Removal, synthetic material. Synthetic material, consistent with abdominal mesh (gross exam).¿ ¿clinical information: ventral hernia. Specimen source: a. Old abdominal mesh.¿ (B)(6) 2018: discharge summary: ¿principal diagnosis: #1 large seroma status post previous laparoscopic ventral hernia repair. Hospital course: explantation of previously placed mesh with a subsequent retrorectus repair using a 20 x 12 cm gore bio-a mesh and placement of j-p drains. Discharged home with drains in place will follow up early next week.¿ relevant medical information: (B)(6) 2018: MRI abdomen: ¿impression: moderate to large volume abdominal ascites. Findings: moderate ascites, unchanged compared to be (B)(6) 2017. Moderate ascites, not significantly changed compared to (B)(6) 2017.¿ ¿ (B)(6) 2020: (B)(6) md. ¿to whom it may concern¿. ¿I am writing on behalf of (B)(6) who is a patient under my care. Patient has history of end stage kidney disease and type I diabetes mellitus s/p kidney-pancreas transplant with subsequent pancreas alone transplant. Following hernia repair with mesh, the patient developed new onset ascites which I evaluated during an office visit on (B)(6) 2017. He required several large volume paracenteses and increased diuresis. The ascites finally resolved after the mesh was removed. Additionally, the patient noted extrusion of material from his abdominal wall following the hernia repair with mesh. Although this was observational, I suspect the two may be related. Should you have any other questions, please feel free to contact me.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral incisional hernia repair on (B)(6) 2016, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic abdominal wall seroma. Additional event specific information was not provided. It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and espress warranty, fraud, fraudulent concealment, punitive damages.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2016, including records for previous abdominal procedures, were not provided. On (B)(6) 2016: (B)(6). Operative note. First assistant: (B)(6) . Preop indication: ventral incisional hernia. Pre/postop diagnosis: ventral incisional hernia. Procedure: laparoscopic ventral incisional hernia repair with 28-cm x 20-cm gore polytetrafluoroethylene dualmesh. Preop antibiotics: given intravenously. Indications for procedure: the patient presented with a history of previous midline incisions. He developed a large ventral incisional hernia. The risks, benefits, and alternatives to laparoscopic repair with mesh were discussed with the patient in detail. He agreed to proceed with the planned operation. Description of procedure: ¿the patient was brought to the operating suite and placed in the supine position under general anesthesia. A foley catheter was placed. He was prepped and draped in the usual sterile fashion. A veress needle was used to insufflate the abdomen under the left costal margin. The 5-mm optiview trocar was used to enter the abdominal cavity. Two additional left lateral 5-mm trocars were placed. The patient had a few adhesions of omentum that were taken down from the anterior wall. We then used spinal needles and an intra-abdominal ruler to measure the extent of the defect, which was 18 cm vertically, 10 cm horizontally. A 28-cm x 20-cm gore ptfe dualmesh was fashioned with 0 gore-tex suture on each of the four sides and the mesh was brought into the abdominal cavity through a 12-mm midline trocar. The mesh was unrolled, intra-abdominal grasper used to measure a 5-cm overlap in all directions from the fascial defect. Sutures brought up through the anterior abdominal wall. The mesh was then tacked circumferentially using spiral tacks. Care was taken to avoid the patient¿s kidney and pancreas transplanted organs. Additional transabdominal fixation sutures were then placed every 4-6 cm circumferentially around the mesh. All trocars were removed under direct visualization, with no evidence of bleeding from trocar sites. Sponge and needle counts were correct. The skin infiltrated with 20 ml of dilute exparel long-acting bupivacaine, the skin closed with 4-0 monocryl suture, sterile dressings applied. The patient was awakened and taken to the recovery room in stable condition.¿ 08/05/2016: (B)(6). Medical device/tissue graft identification sheet. Implant sticker. Gore®dualmesh® biomaterial. Ref: 1dlmc07. Sn #: (B)(4). Exp #: 2020-06-30. The records confirm a gore® dualmesh® biomaterial (1dlmc07/14045296) was implanted during the procedure. [Missing records: records of chronic abdominal wall seroma and drainage were not provided]. Records between (B)(6) 2016 and (B)(6) 2018 were not provided. On (B)(6) 2018: (B)(6). Operative note. First assistant: william w. Sheaffer. Preop indication: chronic abdominal wall seroma. Status post previous laparoscopic ventral incisional hernia repair with mesh. Pre/postop diagnosis: chronic abdominal wall seroma. Status post previous laparoscopic ventral incisional hernia repair with mesh. Preop procedure: exploratory laparotomy with removal of previously placed polytetrafluoroethylene mesh. Ventral incisional hernia repair. Procedure: exploratory laparotomy, removal of previous polytetrafluoroethylene mesh, retrorectus ventral hernia repair with placement of a 20-cm x 12-cm gore bio-a absorbable mesh. Description of procedure: preoperative antibiotics: given intravenously. Indication for procedure: patient presented with a history of a previous laparoscopic ventral incisional hernia repair with ptfe mesh. He had developed a chronic seroma both anterior and posterior to his mesh and despite drainage, this continued to reoccur. Risks, benefits, alternatives to exploratory laparotomy, removal of the ptfe mesh, and ventral hernia repair with possible mesh placement were discussed with the patient in detail. He agreed to proceed with planned operation. Description of procedure: ¿patient was brought operating suite, placed in supine position under general anesthesia, prepped and draped in usual sterile fashion after foley catheter was placed. His previous midline incision was opened. We countered serous fluid with no obvious evidence of infection around the previous ptfe mesh. This was removed in its entirety along with the titanium tacks that were holding it. At this point, we created a retrorectus plane bilaterally. This allowed us to then close the posterior rectus sheath with a running looped pds suture. A 12- x 20 -cm gore bio-a absorbable polymer mesh was placed into the rectrorectus space and secured through the anterior fascia with u stitches of 0 pds. The anterior rectus fascia was then closed again with a running looped pds suture. Subcutaneous tissues irrigated copiously. Two 19 round drains placed in the subcutaneous space. Skin closed with interrupted 3-0 vicryl suture and skin staples. Sterile dressing applied. Patient was awake and taken to recovery room in stable condition.¿ product identification records for the alleged ¿gore bio-a absorbable mesh¿ were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)2020: southwest kidney institute, inc. (B)(6), md. Letter addressed ¿to whom it may concern¿. ¿I am writing on behalf of (B)(6) who is a patient under my care. Patient has history of end stage kidney disease and type I diabetes mellitus s/p kidney-pancreas transplant with subsequent pancreas alone transplant. Following hernia repair with mesh, the patient developed new onset ascites which I evaluated during an office visit on (B)(6)2017. He required several large volume paracenteses and increased diuresis. The ascites finally resolved after the mesh was removed. Additionally, the patient noted extrusion of material from his abdominal wall following the hernia repair with mesh. Although this was observational, I suspect the two may be related. Should you have any other questions, please feel free to contact me.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
Updated method/results code. Conclusion remains unchanged.